Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, the pump was returned with a superficial crack around the perimeter of the display. The pump was returned with moisture in the battery compartment and visible through the display lens. A leak test failed due to a crack in the battery compartment along the side. The pump was opened and there was moisture found on internal components. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the bumper. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.